Event description:
This ring was explanted after a 0.24 month implant duration due to unknown reasons. Three attempts were made to contact the hospital. Notified they would not release patients info due to hippa laws.